Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review. The log confirmed the error message in the customer's report. However, without receipt of the device root cause could not be firmly established by the log information. Analysis of reports of this type has not identified an increase in trend.